Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip-up fenestrated grasper instrument was stuck and the tip was bent. Instrument was broken at the jaws and site could not remove it from the patient. Prior to calling for support, the site had undocked the robot leaving the cannula and broken instrument in the patient. The technical support engineer (tse) explained the instrument would need to be removed from the patient while still attached to the cannula. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: site removed the instrument along with the cannula with no harm to the patient. The port site did not need to be enlarged.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and was found broken at the distal end. As a result, the entire distal tip became separated and was returned with the instrument. A piece of main tube measuring proximately 0.212" x 0.249" was not returned with the instrument. Additional findings related to the reported complaint states that the instrument was found with both grip and pitch cable fully broken. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The complaint was confirmed by failure analysis.